Event description:
It was reported that the patient's implantable cardioverter defibrillator inappropriately recorded ventricular tachycardia as bigeminal rhythm. No intervention was performed. The patient was stable.